Event description:
It was reported that the patient fell. On arrival to the emergency department, it was noted that the patient's heart rate was lower than the device's set lower rate due to no capture on the right ventricular (rv) lead. It was also noted that the rv lead exhibited high impedance and high capture threshold. Reprogramming was completed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.